Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The customer stated that the event occurred 2 month prior to calling ascensia diabetes care, therefore, event date was captured as (B)(6) 2019.

Event description:
The customer reported that 2 months prior to calling ascensia diabetes care, she was hospitalized because her sugar levels were low and she was feeling unwell. The customer stated that the readings on her contour next ez meter were higher compared to the hospital's meter. The customer did not provide any specific readings. No further event details were provided. The customer was advised to return the product for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. As the lot # of the test strips was not provided, in-house testing was not performed. A device history record for the suspected contour next ez meter was reviewed and no manufacturing anomalies were found.